Event description:
The pulsar-18 t3 stent system was chosen for the treatment. The stent failed to detach originally, caught on struts when removing. Another stent was used, and the intervention was successfully completed.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed multiple severe damages at the delivery system. The outer shaft has been fully retracted and the stent has been released which confirms functionality of the release mechanism. However, the outer shaft has been retracted too far, causing compression of the stabilizer shaft which may have contributed to the issues during device withdrawal. The stabilizer shaft further shows surface abrasions and a strong kink at the transition to the handle lever. In addition, both the outer shaft and the inner shaft have fractured. The fracture sites are plastically deformed which is indicative for the application of a high tensile force. The introducer sheath and the guidewire used in the intervention were not returned. Review of the production documentation confirmed that the device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The cause for the reported stent release issues could not be established.